Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous vessel in the forearm. After a placing a 5fr non-bsc sheat and a non-bsc wire, a 5.0mm x 40mm x 40cm sterling balloon catheter was advanced for dilatation. However, during fifth inflation at 10-14 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a 6mm sterling balloon. No patient complications were reported.